Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. PMA/510(k) number: - not applicable. (B)(4). The actual device was not returned to the manufacturing facility for evaluation however three unused and unopened samples were returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information, three unused samples and evaluation of retention samples of the involved product/lot number combination. Visual inspection of the three unused samples and retention samples revealed no defects. Magnification of the three unused samples revealed no defects. Inspection of the retention samples confirmed the coating of silicone was present and met manufacturing specifications. Needle penetration of the three returned unused samples and all retention samples were tested and met manufacturer specifications. Each lot was tested for endotoxin thru limulus amebocyte lysate test to check for the presence of bacterial endotoxin on finished products and met specification for endotoxin limit for medical devices. In addition, qc performs monthly checks of the physical and chemical properties of the sterile products per needle gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
A distributor reported an infection on an animal patient using srox1832v device. Follow up communication with the user facility reported: approximately three to four weeks ago, (B)(6) had a dental procedure where reactive lymph node was treated; two-three days later the animal patient presented with edema at catheter site; blood work showed increased white count; it was report that the animal patient was treated with cephalexin, which was immediate resolution and was discharged with no further complications and was doing well. The user facility reported a similar complaint related to another device from the same product code/lot number; see MDR no. 3003902955-2016-00030.